Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4 atm for 2 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4 atm for 2 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. Blood present in the balloon. No issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole leak, 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear near the proximal markerband.